Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he went to the doctor's office and noticed that the dates on the bolus history were incorrect. Customer went to the time and date setting and tried to fix the date and then went back to bolus history and it was not changed. Doctor downloaded the information and the dates kept showing incorrectly. Blood glucose value is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip was noted during the visual inspection.